Event description:
(B)(4). Right side started hurting like a stabbing pinching pain. Sex was so painful. Lost a lot of hair. Gained 30 pounds and can't lose it. No energy what so ever. This has ruined my life the last 4 years.